Event description:
Boston scientific provided the following information: this ra lead was explanted due to noise. During extraction, significant insulation compromise was noted. No adverse patient events were reported. Due to the severe damage caused to the right atrial lead during the extraction process, as well as the confirmed insulation compromise, this lead will not be returned for further analysis. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.